Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the errors. The universal node and the controller printed circuit boards were replaced and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case the system's information and screen would not function as intended and the system was producing an alarm. No patient injury was reported.